Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.  The single complaint was reported with multiple events. There are no additional details regarding the additional events.  Citation: chin j hernia abdominal wall surg, october 2020, vol. 14, no. 5. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article with title: comparison of effects of self-gripping mesh and suture fixation mesh for lichtenstein tension-free hernia repair. The objective of the study is to explore the effects and safety of self-gripping patch and suture fixation mesh in inguinal hernia with lichtenstein tension-free hernia repair. From january 2017 to july 2018, 112 patients undergoing inguinal hernia were included in the study. All patients were male with unilateral primary hernia. All patients underwent lichtenstein tension-free hernia repair, and they were divided into observation group (self-gripping mesh) and control group (suture fixation mesh) according to the random number table method, with 56 cases in each group. In the observation group, the mean age was 57.13 ± 11.32 years, and the patients underwent hernia repair using a competitor¿s mesh. In the control group, the mean age was 59.17 ± 12.46 years and the patients underwent hernia repair using ultrapro mesh (ethicon). The reported complications included postoperative pain (n=?), foreign body sensation at 1 month (n=22), 3 months (n=18), 6 months (n=12), 9 months (n=8), and 12 months (n=8) postoperative, hydrocele (n=2) and wound infection (n=1). In conclusion, both self-gripping mesh and suture fixation mesh in lichtenstein tension-free hernia repair have few complications and no recurrence in the repair of inguinal hernia. Self-gripping mesh can shorten the operative time, and reduce postoperative pain and foreign body sensation, and it is conducive to improving the quality of life, but its hospitalization cost is relatively high.

Manufacturer narrative:
Product complaint(B)(4). Date sent to the FDA: 09/28/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? --no. If yes, please provide a complaint reference number. --n/a does the surgeon believe that ethicon product (ultrapro mesh) involved caused and/or contributed to the post-operative complications described in the article? --no. Which specific ethicon products have been used during the procedures (product code, lot number)?--unk. Does the surgeon believe there was any deficiency with the ethicon product involved?--unk. Patient demographics?--unk. Product complaint # (B)(4). Date sent to the FDA: 09/28/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1: additional information was received that this device was not involved in the event. Therefore, this medwatch report will be voided.